Manufacturer narrative:
Continued additional phone numbers (e.1): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "diagnosis of breast implant associated anaplastic large cell lymphoma (bia-alcl)" with no pathological markers confirming event received.

Event description:
A healthcare professional reported "diagnosis of breast implant associated anaplastic large cell lymphoma (bia-alcl)". Histopathological markers confirming alcl have not been received. The affected side is unknown.the device has been explanted and discarded.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported for left side "development of a cold seroma", "voluminous left breast swelling". Subsequently, "diagnosis of breast implant associated anaplastic large cell lymphoma (bia-alcl)" "pt2nx." Histopathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant, radical capsulectomy.